Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor would not complete testing. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) and u409 processor had shorted allowing high voltage to deviate to low voltage circuitry. The cause of the resets is the shorted transistors and processor. The root cause for the shorted igbts and processor was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.